Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced difficulty converting a ventricular arrhythmia episode. Technical services (ts) reviewed the episode and determined that the patient was experiencing ventricular tachycardia (vt) and ventricular fibrillation (vf) storm, during which device therapy was exhausted. It was noted that anti-tachycardia pacing (atp) accelerated the rhythm, and although some delivered shocks successfully converted the arrhythmia, the rhythm subsequently reinitiated. Additionally, some shocks were noted to induce atrial fibrillation (af). The patient ultimately required external shocks to restore rhythm. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.